Event description:
The child had completed antibiotic therapy and presented for removal of broviac catheter. The cuff was easily removed as well as the proximal portion of the catheter. The catheter fractured and the cuff, and portion of the subcutaneous catheter were removed from the exit site. Small catheter fragment had embolized to the right atrium and extended into the upper portion of the inferior vena cava.